Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient underwent a lead reversal. The svc coil was inserted into the rv df-1 port and the rv coil was inserted into the svc port in error during the initial implant procedure. The device remains implanted.